Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the er320 clips fall out of the instrument. Another device was used to complete the case. There was no consequence to the pt.